Event description:
Before starting the operation, the facility staff prepared the operation. He felt electrical shock when he touched the footswitch (maj-1870) for adjusting the place for the surgeon. Maj-1870 was connected with ultrasonic generator (usg-400). There was no treatment of the event. The power cable of usg-400 was connected with power strip. After repairing of the power strip of the ground wire, the intended procedure was completed with the same usg-400 and maj-1870. This is the report of maj-1870.

Manufacturer narrative:
Since maj-1870 was working good and the user facility continued to using it, so it didn't return to olympus medical systems corp (omsc). Therefore omsc could not evaluate the referenced device. Serial number was unknown, but maj-1870 is subject to total inspection before shipment by omsc. Since the user facility used the power strip, there is a possibility that the electric shock was caused by improper installation. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2015-00041.